Event description:
It was reported that at the implant attempt the device repeatedly registered high impedance on the high voltage coil. The device was not implanted. When the new device was connected the high voltage coil impedance was within normal limits. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.